Manufacturer narrative:
Evaluation summary: analysis found error code 3230 in the failure analysis log but no hardware defect was found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor displayed an error code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. It was also reported that the reader was very hot and too hot to place on skin. The monitor was replaced and returned. No patient complications have been reported as a result of this event.